Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) and the system control unit (scu) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned to the manufacturer. Functional testing found that the component would not power up when connected to a known good system. The scu was returned to the manufacturer. Functional testing found that the component powered up with an amber fault light, and could not communicate with a psu. The scu did connect to a known good psu and operated within specification.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was powering up the system there was a message in the software stating the camera was not connected. There was no patient present.